Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 06-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "it was found on x-ray [the tube appeared] to have ¿burst¿ (almost looks like a foley balloon) inside the patient¿s esophagus." Additional information received (B)(6) 2025 noted "upon chest x-ray, it was noted that the patient's ng (nasogastric) tube had an apparent defect in mid-esophagus with potential ballooning. Lateral abdominal cross-table film obtained to confirm ballooning versus true fracture. Nasogastric aggressively decompressed after cross-table measured ng tube defect of 0.9cm and obtained repeat film which showed decompressed ballooning to 0.3cm. Gently removed ng tube without issue with feeding tube intact." Additional information received 14-jul-2025 noted the tube was placed on (B)(6) 20285 at 2300 and removed (B)(6) 2025 at 0800. The users report using "3ml-10ml tubes for medications, patient was taking oral and then the remainder was given over the pump." The tube was removed without incident after pulling back on the tube and ¿ballooning out¿ was decreased and tube removed. Several x-rays were performed to determine if the clinicians could remove the tube. The patient has been discharged. There was no reported injury.

Manufacturer narrative:
H6 investigation findings/appropriate term/code not available: use related. The subject sample provided was evaluated confirming there was a split/tear identified approximately between 6cm - 5cm marking. At the 6cm-5cm marked location, the tubing appeared to have expanded to form a balloon shape which burst axially causing an opening to the tube. The root cause of the reported issue seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 10-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.